Manufacturer narrative:
H3: product analysis found visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Under magnification, there were no cracks in the electrode contacts. Functionally, a syringe was used to inject 15cc of air into the cuff balloon and inflation and deflation occurred without any issues. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were as follows: 14.7 ohms (blue), 8.9 ohms (blue with white stripe), 72.5 ohms (red), and 19.5 ohms (red with white stripe), all of which were within specification. There were no shorts between circuits or intermittent behavior while manipulating the circuits. A review of the global complaint data showed no other complaints about this lot number. The information most likely indicates an issue with user setup. In the returned condition, there was no out of specification condition that is likely related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during impedance check after electrode setting, only the no.1 electrode had no check mark displayed. The tube position was checked, but there was no improvement. A new product in the inventory was opened and intubation was performed again, when checked, the impedance was cleared without any problems and no problems were detected during the procedure. A product defect is considered from the above situation. There was no delay in the procedure as a result of this event. The procedure was completed using a back-up device. There was no patient injury.